Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer where it was reported that the device has a defect and was leaking. The device was connected to flushes and IV lines. The defect was found by the nurses with accessing and pushing saline or heparin flushes. The date of incident was in october and november. The heparin and saline syringes we use are bd products. The leak has been caught before any chemotherapy has been attached to it. There was patient involvement, no adverse event, just a small delay in care as nurses had to disconnect and find an extension that did not have a defect.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
The following items were returned by the customer for complaint investigation: -forty-seven new list #ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer; lot #14137260. -sample #1. One used list #ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer; lot #14137260 one used list #unknown, 0.9% sodium chloride 10ml syringe; lot #4207661. -sample #2. One used list #ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer; lot #14137260. Two videos and one photograph were provided by the customer that confirm the leak. As received, visual cracks were observed on both used device's female luer and saline or heparin solution residuals were also observed during visual inspection. Both used sets were leak tested per product specifications. Both used sets showed leakage from the female luer to the microclave connection. Examination of the leak area of each device showed a crack on the female luer. Tested one new set (new. List #ms930, 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer), no leak or crack observed. The reported complaint of leaking and cracked can be confirmed based on the testing of the used devices. The probable cause of the crack is due to a material issue on a vendor supplied part. There is a CAPA that is related to this complaint issue. Additional information can be found in b5. D9 - date returned to mfg: 16jan2025.

Event description:
Additional information was received by the customer stating that (B)(4) units were used out of 2 cs (cases).